Event description:
It was reported that during the puncture process, the soft end of the guidewire cannot be fed into the puncture needle and is bent. I can only feed it through the other end, and it feels friction and is not smooth. Termination of the catheterization process due to hcp, the need to reestablish a sterile barrier, and the patient's treatment time was delayed, which affected the willingness of patients and their families to be catheterized. Additional information: it was reported replaced the hard end of the guidewire and continued using it. No wire loss, breakage, etc. Occurred, and no guidewire fragments/stumps remained in the patient's body. 05/14/2024: the returned device exhibited a twisted guidewire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficulty advancing a guidewire through an introducer needle is confirmed, but the root cause could not be determined. One photograph of an introducer and a guidewire was returned for evaluation. An initial visual observation of the photograph showed one end of the guidewire was wrapped around the introducer needle shaft. The introducer needle and guidewire was observed to be laying on a blue drape. One end of the guidewire appears to be twisted around the introducer needle. Kinks were observed along the opposite end of the guidewire away from the needle. The needle did not appear to have a safety mechanism advanced over the distal needle tip. There were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.